Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, while using an ophthalmic handpiece connected to an ophthalmic console, the irrigation was cut off when the foot pedal was in position three. The patient experienced a wound burn in the right eye, which required suturing. The surgery was completed on the same day. This complaint pertains to ophthalmic handpiece involved in the reported events.